Event description:
It was reported that the implantable pulse generator (ipg) was attempted, and not implanted. The physician had screwed down the lead during the procedure and then had to move it. When attempting to reconnect the lead, the setscrew would not screw down. A different device was used and remains implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The device was returned and analyzed. Analysis was performed and no anomalies were found. The returned device indicated a set screw with a rounded socket. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.